Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the flow rate test during preventative maintenance testing in biomed service. There was no patient involvement associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported failed flow rate test which was not reproduced. The device was evaluated for flow rate testing and determined the results to be within specification. The failed flow rate test was verified and found a failed the pressure plate travel required adjustment. The pressure plate travel required was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.